Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced crimped cannula event (B)(6) 2024 . The event occurred after three hours of insertion. The infusion set was in use for 17 hours. The infusion set was inserted in abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.